Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. All connections within the device were checked and reseated. Physio replaced the system connector cable assembly due to an exposed wire and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio-control further evaluated the removed system connector cable assembly at the failure analysis center and determined that the likely cause of the failure was due to a pinched wire within the cable assembly.

Event description:
It was initially reported that the device powers on and off by itself. There was no patient use associated with the reported failure.